Event description:
It was reported that the burr was broken. About a month ago, the shelf carton of the a 1.25mm rotapro was opened; however, the device in the packaging did not match what was on the label. The device was placed back in storage. When the device was taken out again for treatment of a 80% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery, it was noted that the rotaburr failed to cross the lesion and was detached. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of separation, failure to ablate lesion, and labelling - incorrect label content were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this complaint was unintended use error caused or contributed to event. As the reported events describe the most likely cause for the mismatch as a lack of device inspection, it was considered likely that the reported mismatch was attributable to an unintentional selection of an incorrect device. It was considered unlikely that the alleged device was used within the body due to the damages reported during unpackaging. It is unclear if the reported failure to cross due to calcification was attributable to attempted to use of this device or a factor described related to use of other devices. It is known that the rotapro device may be used in severe patient anatomy, and that use within severe patient anatomy may increase the likelihood of adverse events occurring. As the reported events indicate that the target lesion was 80% stenosed with severe calcification and tortuosity, it was considered likely that the reported failure to cross the lesion was attributable to the severe calcification as described within the reported events. The cause code adverse event related to patient condition was used for this reported event. It was considered likely that the reported events were not attributable to a device issue prior to distribution, but there is not sufficient information within the reported events to determine a most likely cause for the reported events. A device detachment may be attributable to product handling, factors encountered during transport or storage of the device, inadvertent events such as dropping, interaction with other devices or equipment, etc. A potential cause among these cannot be determined using the available information. The cause code cause not established was used for the reported detachment.

Event description:
It was reported that the burr was broken. About a month ago, the shelf carton of the a 1.25mm rotapro was opened; however, the device in the packaging did not match what was on the label. The device was placed back in storage. When the device was taken out again for 80% stenosed target lesion located in the severely tortuous and severely calcified left anterior descending artery, it was noted that the rotaburr failed to cross the lesion and was detached. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.